Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078-0008 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the black box showed a call service 078. The pump was powered on with no cs 078 call service alarms. During testing, the rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no call service alarms emitted. The complaint of a cs 078 was shown in the pump history but was not duplicated during investigation.